Manufacturer narrative:
Additional suspect medical device components involved in the event: model #sc-2138-70. Phase iii linear lead - (70cm). Model #sc-2138-70, phase iii linear lead - (70cm). The explanted devices were discarded by the medical facility. This is the initial report.

Event description:
The patient's system was explanted due to infection.